Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-31987. It was reported that both of the patient's ipgs were unable to hold a charge for more than 24 hours, requiring frequent charging. In turn, surgical intervention was undertaken wherein the ipgs were replaced, resolving the issue.